Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary half height cubie drawer was not boot up when plugged in and it was booting up when unplugged. The customer stated that this malfunction occurred while dispensing the medication, and they had to access the medications from another station, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer shorting out. A field service engineer (fse) had disconnected the internal pyxis bus cable on the back of module six and allowed the unit to power on. The fse then identified that the drawer controller in drawer 6.2 was failed. So, fse replaced the drawer controller board to resolve the issue. The system functioned as intended after field service engineer repaired the device.